Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance measurement. It was noted that the daily measurement didn't show the oor measurement and that shock impedance has been steady at 45 to 55 ohms. Boston scientific technical services (ts) was consulted and discussed that there can be two readings in the same 24 hour period as the measurements are taken every 21 hours so likely the oor impedance was overwritten by the normal value. The cause of the high oor shock impedance measurement was not determined. The system remains in service. No adverse patient effects were reported.